Event description:
This was a case of a right intra ocular lens implant insertion on a patient. As the nurse was picking up the lens from the container using a fine eye forcep, half of the haptic broke and therefore cannot be used. A new lens was opened and used for this patient per doctor.